Event description:
Consumer reporting that they were injuried by the use of this lens cleaner, they used only one time, and used it on brand new pair of contact lenses. The injury was immediate, on the first eye, when they later attempted to use the contact lens on their other eye, they had the same reaction. They were told by their doctor that they had received a "chemical burn" to their eyes. They were given medication to numb the eye and antibiotics to clean the area and minimize the swelling.